Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-01904, 01905, 01906, 01907, 01908, 01909, 01910, 01911.

Event description:
The triathlon express cutting blocks were sent loose in a tray to the hospital as there is no identified spot for them in the instrument tray. They were sterilized in a green plastic tray, however, the spikes on the cutting blocks pierced through the drape wrapping making the tray & instruments unsterile and causing the case to be cancelled. This was identified while unwrapping/opening the instruments set in theatre.